Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that guidewire entanglement and tip detachment occurred. The target lesion was located in the left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. When the opticross came out of the non-boston scientific (bsc) guide catheter, there was resistance and the catheter could not go any further. A removal attempt was made, but resistance was encountered. It was thought that the non-bsc guidewire became a loop between the guide catheter and the opticross which then placed a force on the opticross shaft. When the guide wire was pulled, resistance occurred and the tip of the catheter came off. The tip was pulled into the guide catheter and the devices were removed together. The procedure was completed with a different device. There was no impact on the patient.

Manufacturer narrative:
E1 initial reporter city: (B)(6). The device was returned for analysis. Visual inspection revealed that the sheath and imaging window were kinked and the imaging window was observed detached near the lapjoint section. Microscopic inspection revealed the guidewire exit port was deformed but the tip was in good condition. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Media inspection of photos received from the customer showed catheter kinks, tip deformation, and the imaging window detached near the lapjoint section.

Event description:
It was reported that guidewire entanglement and tip detachment occurred. The target lesion was located in the left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. When the opticross came out of the non-boston scientific (bsc) guide catheter, there was resistance, and the catheter could not go any further. A removal attempt was made, but resistance was encountered. It was thought that the non-bsc guidewire became a loop between the guide catheter and the opticross which then placed a force on the opticross shaft. When the guide wire was pulled, resistance occurred, and the tip of the catheter came off. The tip was pulled into the guide catheter and the devices were removed together. The procedure was completed with a different device. There was no impact on the patient.